Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 110 (pump max). Conclusions: evaluation of the returned device confirmed that the pump produced no vacuum pressure. The root cause of this complaint cannot be determined. The pumps are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure for an acute-stage cerebral infarction using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician switched the pump max on to begin aspiration; however, there was no vacuum produced at all. The physician turned the regulator knob of the pump max but there was still no vacuum and only the fan seemed to be working. The physician completed the procedure by using a syringe to successfully aspirate the thrombus.

Manufacturer narrative:
(B)(4)

Event description:
There was no report of an adverse effect to the patient.